Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited oversensing of a premature ventricular contraction (pvc) on the atrial channel. Additionally, there were pvcs and premature atrial contraction (pac) undersensed, follow with pacing. The technical services (ts) discussed that based on rhythm observed, there are not necessarily reprogram options at this time. Ts also discussed about considering having patient do a patient initiated interrogation (pii) to see if the rhythm returned to something more regular looking. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited oversensing of a premature ventricular contraction (pvc) on the atrial channel. Additionally, there were pvcs and premature atrial contraction (pac) undersensed, follow with pacing. The technical services (ts) discussed that based on rhythm observed, there are not necessarily reprogram options at this time. Ts also discussed about considering having patient do a patient initiated interrogation (pii) to see if the rhythm returned to something more regular looking. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this ICD exhibited functional undersensing. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.